Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, black particles on fill channel, curved openings with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: particles on fill channel assessed as particle leakage. Curved striated openings assessed as surgical damage. The crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation, "hole non-specific" and "crease/folding of implant." Device was explanted. This record is for the left side.